Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, minor scratches on lcd lens screen and bubbled dso (downstream occlusion sensor) seal. The customer stated problem was not confirmed. Unable to duplicated customer stated problem. Device pass all functional and occlusion tests. Re-calibrated and performed a full standard pm (preventative maintenance) to the device. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the downstream occlusion stays on. No patient injury was reported.